Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative regarding a patient with an implantable neurostimulator (ins). It was reported that when the ins was hooked up to the leads and the clinician programmer connected to the ins, it showed the device was at end-of-service (eos). There were no further complications reported or anticipated. Follow up information received on jan. 23, 2018 from the manufacturer¿s representative reported that the device was not at eos but that they were unable to connect to it using the clinician programmer and that the battery did not display anything on the screen. A backup ins was then used. It was clarified that the previous device was at eos (and not this ins). There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 37601, (B)(4) showed no anomalies and passed all functional testing in the laboratory. A lab functional test determined there was good stable output on all electrode pairs the ins had when it was received. Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.